Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the count was correct. Mat scan indicated a detection while the wand scans indicated a clear. They also used x-ray to verify and found nothing left in the patient. They did an additional experiment when the room was empty and not being used. There was a new installed surgical table. This or was the only room that was using the new model surgical table. Additionally, after repeated testing, they found the false detection to occur when the surgical table top was slid to an extended configuration, by remote. The or clinician indicated some electrical components like wiring could be seen in the extended configuration that were otherwise hidden in the normal configuration.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the count was correct. Mat scan indicated a detection while the wand scan indicated a clear. They also used x-ray to verify and found nothing left in the patient. They did an additional experiment when the room was empty and not being used. There was a new installed surgical table. This or was the only room that was using the new model surgical table. Additionally, after repeated testing, they found the false detection to occur when the surgical table top was slid to an extended configuration, by remote. The or clinician indicated some electrical components like wiring could be seen in the extended configuration that were otherwise hidden in the normal configuration. After the or staff tested it in different situations, they found it was the surgical table by a competitive device that was emitting electromagnetic interference. Customer remedied the situation by adding shielding to the surgical table to prevent emi (electro magnetic interference) leakage. This has prevented any further false positives.